Event description:
It was reported that high impedance was detected on the patient's vns system. Chest x-rays were taken (no results available yet). No additional relevant information has been obtained to date. No known surgical interventions have occurred to date.

Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
Additional information was received that the high impedance was actually first seen right after previous generator replacement on (B)(6) 2015. There was no suspected trauma or patient manipulation of device. The patient underwent exploratory surgery on (B)(6) 2015, and the lead pin was re-inserted into the generator header and this resolved the high impedance. It was believed that the lead pin was not fully inserted following the (B)(6) 2015 surgery. No additional relevant information has been obtained to date.